Event description:
It was reported that during one ophthalmic artery (oa) aneurysm embolization procedure the operator placed the microcatheter and advanced the subject stent from the introducer sheath into the catheter. However, a resistance was encountered in the catheter's shaft 4cm from the proximal and the subject stent could not be delivered. The operator withdrew the delivery wire and the subject stent deployed inside the catheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D2a common device name ¿ corrected. D2b product code ¿ corrected. D4 gtin - corrected. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw) was seen to be kinked/bent. The stent was seen to be stuck inside of the microcatheter hub. The stent was seen to be deformed and broken/fractured. Stent was broken/fractured during the investigation in the complaints lab. The stent introducer sheath was intact. Functional inspection could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was confirmed during the analysis. The reported event ¿stent difficult/unable to advance or pullback through catheter¿ could not be duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The device was returned inside the hub of the microcatheter. The sdw was seen to be kinked/bend. The stent was deformed. The stent introducer sheath was intact. It is possible that the introducer sheath moved proximally prior to stent advancement out of the sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap. The user will then experience increased resistance while attempting to advance the stent into the microcatheter, resulting in damage to the device and deployment issues. An assignable cause of procedural factors has been assigned to the reported events: 'stent deployed prematurely during use', 'stent difficult/unable to advance or pullback through catheter' and analyzed events: ¿stent deployed prematurely during use', ¿stent deformed¿ and ¿sdw kinked/bent¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during one ophthalmic artery (oa) aneurysm embolization procedure the operator placed the microcatheter and advanced the subject stent from the introducer sheath into the catheter. However, a resistance was encountered in the catheter's shaft 4cm from the proximal and the subject stent could not be delivered. The operator withdrew the delivery wire and the subject stent deployed inside the catheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.